Event description:
It was reported that during a percutaneous coronary intervention procedure, a balloon rupture occurred. The 90% stenosed lesion was located in a moderately calcified and moderately tortuous left anterior descending artery. The lesion was ablated with a rotalink 1.5mm burr. The 2.5x15mm maverick2 monorail was used to dilate the lesion. On the first inflation, the balloon was inflated to fourteen atmospheres and ruptured. The balloon was removed intact. The procedure was completed with a non bsc balloon. The patient status is listed as good with no complications reported.

Manufacturer narrative:
(B)(6). (B)(4).